Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of leak near the light source. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, distal end cover chipped was found. There was no patient involvement.